Event description:
A letter from the FDA dated 4/15/2002, received on 5/13/2002, noted that the brand name on the baseline report did not match the brand name on MFR report #2952368-2002-00031. An annual update of the baseline report and a follow up medwatch will be submitted to the FDA. An annual baseline report has been submitted with the correction.

Event description:
A 6 mm diameter x 17 mm length extra support biliary stent was inserted into a patient for treatment of left renal artery stenosis in 2002. The lesion was reported to be non-tortuous with little calcification; percent stenosis is unknown. It was reported that the lesion was not pre-dilated. After the stent was positioned, the balloon was inflated to 8 atmospheres of pressure and the balloon ruptured. The stent was successfully deployed with another balloon. No additional clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned stent delivery system has been completed. The stent was not returned. The tip of the stent delivery system catheter was undamaged, and the inner member had been bowed. The balloon appeared to have been inflated, and footprints were noted. When the balloon was inflated, fluid was seen streaming from the distal end of the balloon, possibly from a pinhole. The leak in the balloon confirms that a hole, possibly a pinhole, is present on the balloon; however, it is not possible to determine the cause of the pinhole.